Event description:
On (B)(6) 2022, symptoms developed in my right hand, which occurred on the day of the pulse oximeter test performed on my hospital visit, include an acute pain (one-time at night) on the right side of my chest, tingling and needles sensations of the fingers. These symptoms later radiated to my hand. These exact symptoms were affecting my left hand, which I suspected happened from the pulse oximeter test performed on (B)(6) 2022. Both cases were reported to the doctor at my hospital. But I remain concerned about how these safety concerns surrounding this device are documented in the doctor's office/hospital. The FDA needs to continue further investigation into the safety, risks and efficacy of this device to avoid a serious and dangerous health impact on consumers/patients. FDA safety report ID #(B)(4).